Manufacturer narrative:
(B)(4). Medical devices: biomet cc cruciate tray 67mm catalog#: 141232 lot#: j6189129, series a pat thn 34 3 peg catalog#: 184786, lot#: 799110, e1 vngd cr tib brg 63/67 x 11 catalog#: ep-183421 lot#: 257870, palacos r 1x40 single catalog#: 00111214001 lot#: 87794709. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08578, 0001825034-2018-08579, 0001825034-2018-08580, and 0001825034-2018-08581. Investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient started experiencing pain at around three weeks postoperatively. No revision procedure has been reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Allergy test report provided state that patient is allergic to nickel. Root cause can be attributed towards patient condition. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty, and subsequently started experiencing severe pain approximately 3 weeks post operatively. Patient tested positive for a nickel allergy. No revision procedure has been reported.